Event description:
Customer reported a passport 2 monitor had no co2 function which may have resulted in a loss of co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replace the co2 board, calibrated and safety tested the units to factory specifications.